Event description:
During emergency generator test, the dialysis machine f-16 plugged into red electrical outlet behind station 14 started emitting a foul burning odor. Smoke began from the top right back of the machine. The machine was immediately turned off and unplugged. The pt's blood was manually returned with the hand crank. The machine was removed from service. The pt's treatment was continued on a different machine. Dialysis time was extended to accommodate for the lost time. Med dir was aware, manager aware. Bio-med took the machine for evaluation and repair. Accuator board changed out. Preventative maintenance done. Has been put back in service.